Event description:
It was reported the patient experienced a loss of therapeutic effect approximately one month ago. The patient received good therapeutic effect from program 3 previously, but when it stopped working they switched to program 4. The patient felt stimulation on program 4, but had no therapeutic effect. There were no falls or trauma related to the event. Impedance measurements showed high impedances on all pairs except c/2, c/3, and 2/3, which measured 1087, 1087, and 1122 ohms, respectively when tested at 1.5v and 330 us pulse width. The doctor was going to attempt additional reprogramming. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3093-28, lot # v508214, implanted: (B)(6) 2010, explanted: na, product type lead. Product ID 3037, serial # (B)(4), product type programmer.